Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4 - patient weight the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction in initial report: corrected to select b1 - adverse event, b2 - other serious (important medical events), and h1- serious injury.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had surgery a while ago and the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue.

Manufacturer narrative:
The date of event is estimated.